Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found.most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that his feels well and requires no medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified the strips expired 8/24/2016. Customer confirms the strips have been properly stored and was first opened 3 months ago. Reviewed meter memory: 1:75mg/dl (B)(6) 2015 12:18:00 pm fasting:no. 2:56mg/dl (B)(6) 2015 09:51:00 am fasting:yes. 3:104mg/dl (B)(6) 2015 02:42:00 pm fasting:no. 4:138mg/dl (B)(6) 2015 08:54:00 am fasting:yes. 5:100mg/dl (B)(6) 2015 07:15:00 pm fasting:no. Customer is concerned with the low blood readings. This meter was not set up. Customer took his blood at home and got low blood results 59, 49 with 1 of his trueresult meter's ((B)(4)) and a 52 on his 2nd true results meter ((B)(4)). Then went to the ER since he was not sure if his blood was that low with no symptoms and the ER took his blood within 15 miutes and it ran 118mg/dl on the ER meter.